Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as acting strange and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was noted that the pump was being used with no settings programmed into the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08755 inches. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window and case.